Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
As reported in clinical investigation, on (B)(4) 2017 an 11mm osteolysis was seen on subject CT scan on the right side located near the medial barrel and medial malleolar. Adverse event onset was about 11 months post-op of a star in her right ankle of (B)(6) 2017. Subject is undergoing observation and event is ongoing without treatment.

Manufacturer narrative:
The reported event that talar comp, single coated us version small, right was alleged of issue k-544 (osteolysis) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the available information, no relation could be established between the device and the reported event. The instruction for use clearly states osteolysis and/or other periprosthetic bone loss as one of the potential adverse effects. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported in clinical investigation, on (B)(6) 2017 an 11mm osteolysis was seen on subject CT scan on the right side located near the medial barrel and medial malleolar. Adverse event onset was about 11 months post-op of a star in her right ankle on (B)(6) 2017. Subject is undergoing observation and event is ongoing without treatment.